Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by manufacturer: returned product consisted of a ranger drug coated balloon (dcb). There was blood in the inflation lumen and balloon. The balloon was tightly folded. The inner shaft under the balloon was buckled from the proximal marker band distally for 5mm and at the transition of the shaft and tip. Microscopic examination of the balloon and shaft revealed no other damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 5mm from the distal end of the proximal marker band was revealed. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on october 21, 2015. The target lesion was located in a non tortuous, mildly calcified vessel below the knee. A 7.0 mm x 80 mm, 135 cm ranger drug coated balloon (dcb) was selected for use. The balloon was inflated to 2 atmospheres for 3 seconds when a leak in the balloon was noticed. The device was removed from the patient an the procedure was completed with another of the same device. No patient complications were reported and the patents status was stable. However, product analysis revealed a balloon pinhole.